Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the pump was alerting low battery every fourth day and has been doing so for more than two weeks. It was reported that the pump alarmed replaced battery now after a pump rest and a few hours after changing the battery. Replace battery now troubleshooting was performed. After reviewing the customer¿s alarm history, they did not receive a low battery alert prior to the replace battery now alarm and stated that there were no unattended alarms. It was reported that this was the second occurrence of a replace battery now alarm without a low battery alert. It was also mentioned that the insulin pump had pump error and power loss and was advised to clear the alarms. The insulin pump will be returning for analysis.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer and missing reservoir tube o-ring. Test reservoir does not lock properly inside the reservoir tube due to missing retainer. Pump trace download analysis confirmed the pump alarmed low battery alarm. The power management tool confirmed low battery alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.